Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, no blood flow was achieved from the marker lumen of the proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na.